Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The blood glucose was unknown. The customer reported that she could not hear any sound when it¿s giving her an alarm. The customer thought that she was just wearing a clothes that may restrict her to hear the sound of the pump but it looks like that whenever she change the volume of the pump from level 1 to level 5, she can still hear the same low level sound. The customer noticed that the pump was not giving her any sound. The customer advised to adjust the audio volume to 1, press save, and listen for the beep. The customer advised to adjust the audio volume to 5, press save, and listen for the beep. Customer reports they did not hear beeps when audio volume settings were saved. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction. The device will be returned for analysis.